Event description:
The device was reported to produce high output when using the russia electrotherapy waveform. This malfunction causes the printed circuit board to change the stimulatory patient output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn.

Manufacturer narrative:
This device is for export only. Evaluation results: q319, q322, q320 shorted, d315 open (1), q328 has been hot have addressed this. Control board software revision is 3.0, stimulator software revision is 2.1, ultrasound software revision is 2.3. Recommend returning to service department for general product updates and to return service. Over voltage of parts, have addressed this problem.